Event description:
A malfunction on the pump was reported by the caller. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by clearing malfunction. No third-party assistance was needed. Technical support provided information to reset the pump, and the caller successfully did so without further occurrences of the malfunction. It was concluded that the customer may continue using the pump, with the understanding that they should call back if any issues recur.